Event description:
A caller reported a malfunction with the pump, specifically a malfunction code malf 9. The issue's impact on the customer's blood glucose level was unknown, as the caller declined to answer whether it exceeded 500 mg/dl. Customer technical support assisted the caller in resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump and to contact support again if any issues recurred.